Event description:
It was reported that a pediatric oxygenator clotted off after three hours run time and had to be switched out. No patient injury was reported. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The oxygenator was discarded by the customer so performance testing could not be performed. A review of production records for the lot was performed with no deviations found.